Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. Lesion details are unknown. The 3.00x20mm taxus liberte stent delivery system (sds) was advanced to the lesion, could not cross and stent damage was noticed. The procedure was completed using a different device. There were no patient complications and the patient condition was listed as "good".

Manufacturer narrative:
(B)(4): it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)